Event description:
It was reported that this artificial urinary sphincter (aus) stopped working; therefore, a surgical procedure was performed, during which fluid loss caused by a hole in the balloon was noted. All components were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 09/01/2024 was used as estimate, as it was reported that the device stopped working approximately 3 months after the original implant procedure. Additional information updated: b3: date of event b5: describe event/problem

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working; therefore, a surgical procedure was performed, during which fluid loss caused by a hole in the balloon was noted. All components were removed and replaced, and no patient complications were reported.